Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient with type ii respiratory failure, receiving ventilation from a stellar 100 device experienced a decrease in oxygen saturation to 90% and abnormal tidal volumes. The patient did not report or complain of any discomfort at the time of incident. The device was replaced and the patient's oxygen saturation recovered to 95%.